Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A tapered screw vent implant (tsvh11) was returned for investigation. Visual inspection of the as returned product identified signs of use with no sign of damage within the external threads of the implant (image 1). The collar and internal hex of the implant could not be inspected due to the attached crown. As a consequence of the attached crown, accurate measurement analysis could not be conducted. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (62843455). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62843455) for similar events and no other complaint was identified. Based on the investigation, the implant did not malfunction. The reported event is non-verifiable as it is a medical condition event. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: date of this report, expiration date and UDI, date received by manufacturer, type of report, follow-up number follow up type, device evaluated by manufacturer: change 'no' to 'yes', device manufacture date, evaluation codes, additional narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of birth unknown / not provided, weight unknown / not provided, first name unknown/ not provided. Additional PMA/510(k) numbers: k013227.

Event description:
It was reported that the implant fell out after placement due to bone loss. Tooth location 30.